Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 60mg/dl, 142mg/dl. Tests were done within 10 minutes with a difference of 72%. Pt did not experience any adverse events. No further info has been reported. Note - codes on customers meter do not match and customer does not have control solution. Customer is applyling blood incorrectly to the test strips.